Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm portico valve was chosen for implant using a large flexnav delivery system. The annular diameter of the native valve was 24mm, area was 434.4mm and perimeter was 75.3mm. A pre-dilatation was performed with a 20mm balloon and the patient went to cardiac arrest. It was necessary to release the under expanded valve. The initial implant depth was 8-9mm. During final deployment, there was tension in the delivery system and it was neutral. The final implant depth of the valve was 8-9mm. After the implant, it was noted that the valve embolized. The physician believed the cause of embolization was the under expanded valve and cardiopulmonary resuscitation (CPR) maneuvers. A new 27mm portico valve was chosen and a pre-dilatation was performed before to release the second valve. The valve was implanted under expanded. A post dilatation was performed in order to reduce under expansion of the second valve. After the implant of the second valve the patient continued in cardiac arrest. The patient passed away due to cardiac arrest. The physician mentioned the death was related to high risk procedure and patient´s comorbidities.

Manufacturer narrative:
An event of valve embolization after implant was reported. It was reported that one of the retainer tabs was stuck on the delivery system and multiple manipulations were required to transverse the aortic arch, which resulted in increased tension in the delivery system. Information from the field indicated that during deployment, a pre-dilatation was performed and the patient went into cardiac arrest and it was necessary to release the under expanded valve. The final implant depth of the valve was 8-9 mm, deeper than the optimal 3 mm depth. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Imaging was received from the field was reviewed and revealed that the 27 mm valve was deployed and was severely constricted at the level of the annulus and embolized. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from field indicated that it was believed the cause of embolization was the under expanded valve and cardiopulmonary resuscitation (CPR) maneuvers. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note per the instructions for use, "prior to release, use appropriate imaging to ensure the struts at the inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3 mm (0.12 in.)."

Event description:
It was reported that on (B)(6) 2023, a 27mm portico valve was chosen for implant using a large flexnav delivery system. The annular diameter of the native valve was 24mm, area was 434.4mm and perimeter was 75.3mm. A pre-dilatation was performed with a 20mm balloon and the patient went to cardiac arrest. The left ventricular ejection fraction (lvef) was below to 20%. It was necessary to release the under expanded valve. The initial implant depth was 8-9mm. During final deployment, there was tension in the delivery system and it was neutral. The final implant depth of the valve was 8-9mm. After the implant, it was noted that the valve embolized. The physician believed the cause of embolization was the under expanded valve and cardiopulmonary resuscitation (CPR) maneuvers. A new 27mm portico valve was chosen and a pre-dilatation was performed before to release the second valve. The valve was implanted under expanded. A post dilatation was performed in order to reduce under expansion of the second valve. After the implant of the second valve the patient continued in cardiac arrest. The patient passed away due to cardiac arrest. The physician mentioned the death was related to high risk procedure and patient´s comorbidities.